Event description:
Customer reported that a malfunction occurred on the pump, with a displayed fault code of "malf 0." The issue caused the customer's blood glucose level to rise above 500 mg/dl, although the specific value was unknown and displayed as "high." Initially, the customer had not taken any actions to address the high blood glucose level. Technical support provided information on how to reset the pump and assisted with the process, successfully resolving the malfunction. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.